Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery. During the surgery, the surgeon used a 4.5mm cannulated cancellous screw to fix the posterior malleolus fragment. After inserting the guide wire, when the surgeon tried to drill, the guide wire was broken. The surgeon removed the guide wire form the patient¿s body. There was no fragment left in the patient's body. The surgery was completed successfully without any surgical delay. No further information is available. This complaint involves one (1) device. This report is for one (1) guidewire ø1.6 w/thread-tip w/trocar l15. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: h6. Device history lot part # 292.720s lot # 8l13973 manufacturing site: selzach release to warehouse date: 29 apr2021 expiration date: 01 apr2031 supplier: früh verpackungstechnik ag a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part # 292.720s lot # 7l55065 manufacturing site: selzach release to warehouse date: 24 nov2020 expiration date: 01 nov2030 supplier: früh verpackungstechnik ag a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device history review part:292.720 lot:99p0645 lot:75p9177 manufact. Site: balsthal release to warehouse date: 21.04.2021/17.11.2020 manuf. Record evaluation was performed for finished device 292.720 lot 99p0645/75p9177, no nonconformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.